Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 04/19/2016 on behalf of the patient to report that the receiver displayed a firmware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log could not be downloaded for evaluation. The receiver was opened and visually inspected; moisture damage was observed. The reported event of a firmware error was confirmed. The root cause was determined to be moisture damage.